Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp device was inserted via the femoral artery in patient of unknown age and gender who was admitted in with acute myocardial infarction and cardiogenic shock (ami/cgs). Any other cardiac or systemic comorbidities were not shared. The cp pump was initially unable to start, and so the cp was replaced. This exchange is captured in (B)(4). The team reported the pump exchange to have been completed without prolonged delay. Despite approximately two and a half hours of impella support, the patient¿s clinical condition continued to deteriorate. Given the poor prognosis, the team elected to withdraw care, and the patient subsequently expired. The death is being conservatively reported however, based on the available information, an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition

Event description:
Additional information has been provided upon request: "1. Aside from the patients hemodynamic instability and subsequent death, no additional failure modes were identified that would require reporting to a regulatory agency. According to the treating physician there were no additional issues with the second impella device. The initial pump did not start, but it was exchanged immediately for a second device without delay. The patient was in multi-organ failure and as no further escalation options were available, the medical team decided to withdrew care. The treating physician reported that the patients death was not causally related to the impella therapy. 2. The product is not available for failure analysis as the pump was discharged. 3. Therefore, no return kit is required."

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: hemodynamic instability/ppae: the cause of the injury was not determined due to insufficient clinical details.